Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was being primed at the pre-use check and the customer found a medical fluid leak. There was no patient injury. There were no reported adverse events.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms (B)(4) . No problems or issues were identified during this device history review. A picture and a product sample was received for evaluation. The sample was visually inspected under normal lighting to received unit. During visual inspection, no marks, cracks or tears can be observed in luer connector or tube surface that could cause leakage on product. During functional testing, a leakage test was performed on sample provided and piece passed leakage test process. Therefore, failure mode reported in complaint can?t be confirmed. No root cause can be determined, as failure mode reported wasn?t confirmed. No actions taken.